Event description:
It was reported that a pt incident occurred during a polypectomy with the electrosurgical unit (esu/generator). A perforation occurred and the pt had to be re-operated. Note: the esu is similar to a model distributed in the u.s. It was distributed by our parent company (erbe electromedizin (B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. The complication is atypical for the procedure. Most likely there were many factors involved with the incident and no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.